Event description:
It was reported that the fiber exhibited forward firing after 69,216 joules and 9 minutes with 45 seconds of fiber use. Another fiber was utilized to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. There were no damages or defects observed with the returned fiber that could contribute to the reported complaint. The glass cap exhibited no devitrification. There were no signs of debris adhesion on its surface. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The reported forward firing was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that the fiber exhibited forward firing after 69,216 joules and 9 minutes with 45 seconds of fiber use. Another fiber was utilized to complete the procedure. There were no patient complications reported.